Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set tubing had detached at the tubing connector during normal use. The infusion set had been used for one day. Further, the infusions were not stored or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the patient was unsure whether the pump was dropped with the set connected to the patient's body. No further information available.